Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the air bubbles would not pass through the tubing during fill tubing. The user's blood glucose level was over 400 mg/dl. The user stated that they would change the infusion set and administer a manual injection.